Event description:
User reports drawer on pyxis anesthesia system failed to open. No pt present.

Manufacturer narrative:
(B)(4). Add'l data/failure investigation: field service tech inspected/serviced unit and found physical item obstructing drawer.